Event description:
The customer reported that the collimator coned down and the system exhibited boot up errors. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos, rtos and gib pcb assembly batteries were evaluated and replaced. The 5vdc power supply was evaluated and optimized. The system was tested and found to be working as intended and returned to service.